Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review, and power on self-test were performed. During visual inspection it was identified that the door was broken and the latch roller was damaged. The cause of the condition was not determined. To correct the condition, the pump head door assembly and latch roller were replaced. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a broken door. There was no report of patient involvement. No additional information is available.